Manufacturer narrative:
Correction: d6b - explant date should have been (B)(6) 2025 rather than (B)(6) 2025.

Event description:
Additional information received indicated that the patient's left ventricular (lv) lead also exhibited a high capture threshold.

Event description:
It was reported that the patient presented at clinic for cardiogenic shock and was found to have a dislodged left ventricular (lv) lead. On (B)(6) 2025, the lv lead was explanted. The patient was stable.